Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) and multiple shocks for what appeared to be atrial fibrillation with rapid ventricular response. During shock delivery the ICD displayed code 1005, indicative of an open circuit condition. Review of the device data indicated that the shock impedance had been gradually rising over time. The physician elected to adjust the programmed therapy zones in order to prevent inappropriate therapy in the future and was considering the option of additional defibrillation threshold testing. Additional information received indicated that both the ICD and lead were replaced and are expected to be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) and multiple shocks for what appeared to be atrial fibrillation with rapid ventricular response. During shock delivery the ICD displayed code 1005, indicative of an open circuit condition. Review of the device data indicated that the shock impedance had been gradually rising over time. The physician elected to adjust the programmed therapy zones in order to prevent inappropriate therapy in the future and was considering the option of additional defibrillation threshold testing. Additional information received indicated that the lead was replaced and is expected to be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) and multiple shocks for what appeared to be atrial fibrillation with rapid ventricular response. During shock delivery the ICD displayed code 1005, indicative of an open circuit condition. Review of the device data indicated that the shock impedance had been gradually rising over time. The physician elected to adjust the programmed therapy zones in order to prevent inappropriate therapy in the future and was considering the option of additional defibrillation threshold testing. Additional information received indicated that both the ICD and lead were replaced. No additional adverse patient effects were reported. The lead was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned in two segments and visual inspection showed there to be a large amount of calcium deposits throughout the lead body and on both the proximal and distal shocking coils. The spring electrode on the distal end of the proximal shock coil was pulled away from the insulation and the shocking coils were deformed. Testing was completed to assess lead electrical performance and measurements were within normal limits. Calcification, the process in which layers of calcium build up on a surface (e.g., leads), is a patient condition that develops over time in some populations. The mechanism of calcification is assumed to be associated with cell devitalization and accumulation of cellular debris following implantation. Past experience has shown that as calcified material builds up on the electrode surfaces of a lead, impedance measurements increase.